Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2024 and suture was used. During the procedure, when passing the stitch, the suture cut, this occurred with 4 sutures of the same type. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there consequences for the patient or were adverse events reported? No if yes, were any medical or surgical interventions (product removal; reoperation; reclosure; prescription medication) performed? If yes, please specify. If medication was required, clarify if it was a prescribed concentration. No extra medication required provide the source or the name and title of the external person providing responses for follow-up (external person submitting responses to the sales representative) please provide the status of the devices, as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Device delivered to the supplier. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4) nurse. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No avalaible. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.